Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2020-33137, 1627487-2020-33139. It was reported that the patient experienced ineffective therapy in 2016. In turn, the patient underwent surgical intervention wherein their scs system was explanted. Since it is not known which device contributed to the issue, all possible devices are being reported on.